Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure. The exact procedure date was unknown. Prior to the procedure, the device was tested and it would not fire. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the device unable to deploy bands off of the ligator. Note: it was reported that the ligator shrink wrap was removed prior to tensioning the wire, which is earlier than what is instructed in the device instructions for use (IFU).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was to be used in the esophagus during a banding procedure. The exact procedure date was unknown. Prior to the procedure, the device was tested, and it would not fire. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device; however, it was also noted that the shrink wrap was difficult to remove. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the device unable to deploy bands off of the ligator. Note: it was reported that the ligator shrink wrap was removed prior to tensioning the wire, which is earlier than what is instructed in the device instructions for use (IFU).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a150207 captures the reportable event of shrink wrap difficult to remove. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had six bands attached. The ligator head teeth were damaged/bent. The trip wire was secured and the slack was taken up correctly. The suture thread was intact with all the knots, and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob, and it could be rotated without any problems. The click was audible and indents felt with each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were damaged/bent. The suture thread had all the knots; however, there were only six bands remained attached in the ligator head, indicating that the device unable to deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. It was reported that the ligator shrink wrap was removed prior to tensioning the wire. This condition, removal of the shrink wrap before tensioning the wire, could have affected the bands and even the suture thread due to user manipulation during the removal of the shrink wrap. The suture thread could have encountered difficulties releasing the bands, consequently, damaging the ligator housing teeth. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11 (correction): block b5 has been updated.